Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak and a pump case leak. The battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring. The pump powered up with a hard cs 056 alarm upon start up. The pump's cover was removed and there was further moisture corrosion found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.